Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the nonfunctional power switch was the power switch was damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the plastic cap was torn off; four suction feet at the bottom of the housing had weak suction force and the main chassis was rusted inside, and the top cover had scratches on the paint; air pressure fluctuated due to worn out air joint unit and front connector socket; and the air pressure was low due to a faulty air pump unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the maintenance unit had a non-olympus power switch at the front that was not fully functional and had to be pressed several times to work. There were no reports of patient involvement.